Event description:
The caller reported they had a friend who was in a trial phase with a spinal cord stimulator device. This person was sitting at a football game and something happened where the spine was punctured/damaged from one of the leads. They had to be taken away in an ambulance. This was within the last 4-5 months. The person was admitted to the hospital and was in rehab and couldn't walk without a walker due to the damage caused by the lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).